Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated that they normally charge the ins once every week and a half. The patient stated that they charged the ins and "could feel something was wrong with it" because it "wasn't itself". The patient explained that they were able to charge the ins to 90%, and the controller to 100%, but when they tried to increase stimulation, they got the 'settings not available' screen. The patient noted that "it went off" but stated they were able to charge their ins and controller. The patient stated that they normally feel stimulation on 0.3ma. The patient stated that one of their programs is at 0.3ma, and the other program is at 0.2ma. The patient stated group a is currently active, and they have 4 programs total to adjust. Reviewed the settings not available screen and considerations with troubleshooting. The patient unlocked the controller and noted the screen clicked off after seeing 'please wait [62]'. The patient then stated the screen unlocked successfully. The patient stated they only have group a available on their ins settings. Reviewed c onsiderations with getting the ins reprogrammed to resolve issue.

Manufacturer narrative:
Product ID 97745 product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported and clarified that they saw the patient and it¿s charged and working, one program was out of range because high impedance which is why she couldn¿t turn that one up more. Electrode 14 had impedance of 40000 so the rep programmed around it and coverage is restored. The issue was resolved.